Event description:
It was reported the patient is deceased and died approximately five months after implant of the implantable cardioverter defibrillator (ICD). It was further reported the physician questioned why the ICD did not provide therapy. Additional information noted there was apparent ventricular undersensing, the patient was possibly in an agonal rhythm and had a ¿dying heart¿. The patient is reported to have died at home and the cause of death was requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 407652 implantable pacing lead implanted: (B)(6) 2008; 694758 implantable tachy lead implanted: (B)(6) 2008. (B)(4).